Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in journal article that the patient underwent a gynecological procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced complications of blood loss of 500ml or more, bladder injury, short term voiding dysfunction, vaginal bleeding, hematoma, cystitis, cuff cellulitis, anemia, mesh exposure, granulation tissue, vaginal adhesions and pelvic pain. It was also reported that the patient underwent various medical and surgical interventions. Additional information has been requested.